Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When the smart control stent delivery system (sds) was removed from its packaging it was noticed that the tip of the stent was partially deployed from the sds. The patient is an (B) (6) female. The target lesion location was the superficial femoral artery (sfa).the target lesion was pre-dilated with 424-4040w balloon catheter. When smart control stent (c06080ml, 15087097, complaint product) was taken out of the sterile pouch, about 3mm of the stent tip was found exposed from the sds. The packaging of the product looked normal. There was no damage noted to the catheter or handle of the sds. There was no mishandling of the product. To complete the procedure, a new product (c06100ml) was used. The procedure was completed successfully without any patient injury. The complaint product will not be returned to your side for analysis.

Manufacturer narrative:
When the smart control stent delivery system (sds) was removed from its packaging it was noticed that approximately 3mm of the tip of the stent was partially deployed from the sds. There was no damage noted to the catheter or handle of the sds. There was no mishandling of the product. To complete the procedure, a new product ((B)(4)) was used. The procedure was completed successfully without any patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported event. With review of the device history records, no identified manufacturing issues related to the reported event are identified. Therefore, no corrective actions will be taken.